Event description:
The patient received the scs system on (B)(6) 2011. It was reported the patient had been in an automobile accident in (B)(6) 2011. The patient reported her stimulation has become discomforting at the lead insertion site since the accident. The patient also reported some of her programs give her abdominal stimulation. Her coverage pattern is middle-lower back. In order to resolve the issue, a surgical intervention is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.